Manufacturer narrative:
Results: a sample or photo was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6120706. Conclusion: unconfirmed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that the hemogard cap of the 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube with the gold bd hemogard¿ closure, came off during centrifugation, exposing chemistry staff to blood. No serious injury or medical intervention reported.